Manufacturer narrative:
Concomitant medical products: product ID: 97755, serial#: (B)(6), product type: recharger, product ID: 97745, serial#: (B)(6), product type: programmer patient. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported, that the circumstances leading up to the stimulation turning battery off. Was that the controller read "replace controller battery soon". The screen was all white, and terminated charging. They turned the stimulation off. A new controller and antenna were sent to them to resolve their issue. The stimulation turning off was resolved.

Manufacturer narrative:
Continuation of d10: product ID 97755 serial# (B)(6): product type recharger h2: correction to the coding block. The imf code has been added/corrected. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: 97755, serial# (B)(6), product type: recharger; product ID: 97745, serial# (B)(6), product type: programmer, patient. H3: analysis of the recharger (product ID 97755 lot# serial# (B)(6)) found no anomalies and there were no battery error messages. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient's controller was acting up because they were seeing the "replace controller batteries soon" message while they were recharging the implantable neurostimulator (ins). The controller screen also went completely white and when they checked the batteries screen, the ins battery "will go white", and the charging session showed "terminated". The patient noted that the stimulation was also turning off when this issue occurred. There was no damage on the recharger cord or recharger pins, but the recharger was becoming a little warm. The patient couldn't specify the location of the warmth on the recharger. They took the lithium battery pack out of the controller and confirmed there was no damage to the controller compartment or lithium battery pack pins. The issue was not resolved. Replacement devices were requested. No further complications reported. The patient reported that the circumstances leading up to the stimulation turning battery off was that the controller read "replace controller battery soon", the screen was all white, and terminated charging. They turned the stimulation off. A new controller and antenna were sent to them to resolve their issue. The stimulation turning off was resolved.

Manufacturer narrative:
Date inaccurate, only the month and year are valid. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's controller was acting up because they were seeing the "replace controller batteries soon" message while they were recharging the implantable neurostimulator (ins). The controller screen also went completely white and when they checked the batteries screen, the ins battery "will go white", and the charging session showed "terminated". The patient noted that the stimulation was also turning off when this issue occurred. There was no damage on the recharger cord or recharger pins, but the recharger was becoming a little warm. The patient couldn't specify the location of the warmth on the recharger. They took the lithium battery pack out of the controller and confirmed there was no damage to the controller compartment or lithium battery pack pins. The issue was not resolved. Replacement devices were requested. No further complications reported.